Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified device was underweight, broken shell, missing piece of the shell and crease flat. A microscopic analysis was performed which identified a sharp(edge) opening assessed as unidentified tear opening(orientation dot). A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp opening on posterior(orientation dot) due to an unidentified(tear) opening, and a missing piece of the shell due to inconclusive. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. Device was explanted.